Event description:
It was reported the pump was not sitting flush in the pocket and filling was not easy at the last refill. The health care provider wanted to do a pocket revision but no revision was yet scheduled. The product issue was not resolved. No diagnostic testing or troubleshooting was performed or required. The system was being used to deliver morphine. There were no patient symptoms or complications associated with the event. At the time of the report the patient status was ¿alive ¿ no injury.¿ it was later reported a pocket revision was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information reported the pump was delivering hydromorphone and the start date was (B)(6) 2014. The device positioning issue was trauma.

Event description:
Additional information received reported the patient did not have any symptoms. A pocket revision was performed on (B)(6) 2014, and the pump was moved slightly to the right in the original pocket. The patient was doing fine and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient was going to have the device explanted. Since implant the delivery of medication was not helping with the patient's pain. It was unknown if the sudden or gradual change in therapy/symptoms. It was noted that the way the device was implanted affected the patient's degenerative disc disease. The patient had two prior revisions and has had these issues since implant. The patient was not working with a physician at the time of report, a physician listing was requested. The pump was used to infuse dilaudid 20 mg/ml at an unknown daily dose.